Manufacturer narrative:
The implantable cardioverter defibrillator was received for the reported event of backup vvi mode prior to implant. The device was in backup vvi from a single reset while in shipped settings and was above normal elective replacement indicator (eri). Device restoration was performed successfully and no anomalies were noted. The reported event was confirmed and the cause was not established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused implantable cardioverter defibrillator was in backup vvi mode after distribution and prior to implant. No intervention was performed and no patient was involved.